Event description:
It was reported that the lens was removed intraoperatively from the patient's left eye due to scratched optic noted upon insertion. The incision was enlarged to remove the lens and another lens of different model was implanted successfully. Reference MDR #1119279-2014-00248 for the lens involved in the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.